Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was in an alarmed and paused state. This may delay or prohibit the device from delivering CPR therapy to the patient. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The customer reported the patient did expire; however, manual CPR was performed throughout the incident. As a result, there was no adverse patient outcome.